Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient reported that the stitching for the shoulder pack had come away. The vad equipment had not fallen out but the patient feared for his safety and the vad equipment. The shoulder pack will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the shoulder pack (lot no. Unknown) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue, and the lot number is unknown. The reported event could not be confirmed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events involving shoulder packs with damaged seams may be attributed, but not limited, to wear and/or the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.